Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had minor scratched lcd window, cracked battery tube threads, stripped battery cap coin slot (p).(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. Customer¿s blood glucose was unknown. The customer reported battery cap was damaged and it was hard to get open insulin pump was rejecting new batteries in past, motor error about 6 months ago, unexplained no delivery alarms and scratches on screen. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.